Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: spain.

Event description:
It was reported that during an unknown time, the unit was not sterile. There was no information available regarding the patient impact. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4, h6, h10, and h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed any of the reported products. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.